Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended and bent. No further helix testing possible due to bent helix. Exposed superior vena cava (svc) coil is stretched at 36.1cm. Overlay tube cut at 17cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of the right ventricular (rv) lead, there was a change in measurements and it was found the lead had dislodged. The physician attempted to reposition the lead; however, it was noted the helix would not extend. The lead was removed from the body and still would not work. A different lead was implanted. No patient complications have been report ed as a result of this event.